Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic valve was explanted after an implant duration of approximately 124 months, and replaced with another pericardial valve. Through follow-up, it was learned that the device was explanted due to aortic stenosis. Operative report indicates, "the aortic groove was opened. There was calcium throughout the aortic root, which was debrided". It was also learned that the patient underwent native mitral valve replacement during the same surgery. No additional information was provided. The surgeon indicated that the reason for explant is not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the device has not been returned for evaluation, the root cause of the reported stenosis could not be positively identified. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.